Event description:
Reporter alleged blood glucose measured 212 mg/dl back to back with a result of 106 mg/dl on the nurses' meter. It was stated the nurse took another result on her meter 24 hours later and the result was 291 mg/dl. Reporter stated the customer would eat more food to elevate glucose; however, no other actions or treatment was received reportedly as a result. A request was made for the return of the suspect device and replacement product was sent.